Event description:
While performing onsite service for the device, it was noted by an authorized field service engineer that the display would flicker white when powered on. The device was not in use on a patient.